Event description:
"Pt was transferring from chair to bed without assistance, against rn permission. Pt was up in the chair and showed ability to use call bell and promised not to get up and out of the chair without calling for assistance. Pt was ready to go back to bed and then attempted to get out of the chair and back to bed without assistance. The pt was using the bed to hold on to and the brakes on the bed malfunctioned and the bed rolled causing pt to sit on the floor. The pt did not hit his head or any other body part. The pt was then placed back in bed and engineering was called to fix the bed."

Manufacturer narrative:
The technician stated that he was unable to gain access to the bed because the accounts maintenance had inspected the bed and placed it back into service after the incident. The accounts maintenance stated that after the incident, the maintenance shift worker inspected the bed and was unable to duplicate the failure. The accounts maintenance took the bed into the bed shop and performed a full pm and again was unable to duplicate the failure.